Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and did not see any gel, fibrin, or foam. The investigation confirmed the customer's calibration results were acceptable. The investigation reviewed the system's alarm trace and found a sample short alarm. The investigation is ongoing.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 results for one patient tested on a cobas c 501 module. The patient's initial bilirubin result was reported outside the laboratory. The patient's doctor did not believe the reported bilirubin result. The customer recentrifuged the patient's sample and performed repeat testing. The customer confirmed both bilirubin results were from an aliquoted sample. At 3:45, the patient's initial bilirubin result was 3.8 umol/l. At 5:12, the patient's repeat bilirubin result was 186.2 umol/l. The bilirubin reagent lot number was 567715 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation confirmed the customer's qc results were within the acceptable ranges. A general reagent issue could be excluded. The customer confirmed the sample probe adjustment and r1 probe adjustment were optimal. A precision check was requested but not completed. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.